Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb defective. Based on the result, we concluded that it was caused due to the ccd driver pcb fluid damage. In addition, we confirmed the angle wire hard to move, u/d pulley wire worn out, r/l pulley wire worn out and light guide cable buckled; however, other failures are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)